Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator issued a low voltage warning due to a defective battery. A field service engineer replaced the faulty battery to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis es refrigerator experienced low battery voltage warning. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.